Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (does not securely latch) was confirmed. Upon evaluation, the trunk cable connector latches were broken, creating an insecure connection between the electrode belt and test monitor. The root cause of the broken latches is excessive force placed on the connector. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt indicating that it would not securely latch to a test monitor.